Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient had injection in jw1, jw2 and jw3 with juvéderm® volux¿ 3-4 months ago. Hcp reports patient is experiencing "inflammation and induration." Medical report provided reports "occurrence of a parotid swelling on the right side", "pain punctuated by meals", "called to emergencies for pain and increased swelling", "parotid abscess on the right side", "trimus at 2 td", and "edema on the right cheek with soft tissue infiltration, indurated, inflammatory, no skin fistulation, no cervical adenopathy(adp)." Treatment is noted as taking pyostacine since 3 days, clindamycine 7 days, flagyl 7 days, and ha injection 3-4 months ago. Symptoms are ongoing.